Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4) and the patient¿s expiration could not conclusively be established through this evaluation, however the account stated that the patient expired due to withdrawal of support. Multiple requests for additional information regarding this event, as well as the return of the pump were sent to the account. However, to this date, no information has been provided and the device has not been returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was expired due withdrawal of support. Additional information was requested, but was not provided.